Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer's reservoir was not delivering insulin. The customer stated the reservoir was only taking in air and not the insulin. The customer's blood glucose was unknown. No additional information provided.